Manufacturer narrative:
Further investigation is pending.

Event description:
At an unk date, this pt involved in a motor vehicle accident presented with a contained thoracic rupture and was implanted with gore tag thoracic endoprosthesis across the aortic rupture and left subclavian artery. The device was postdilated with the gore tri lobe balloon catheter. Completion aortography demonstrated bird-beaking of the endograft from the inferior surface of the aortic arch. However, because the pseudoaneurysm had been successfully excluded without evidence of significant obstruction of flow, no further intervention was undertaken. A follow-up CT demonstrated infolding of the entire endograft and reperfusion of the pseudoaneurysm. The pt remained asymptomatic relative to the aortic injury and endograft infolding. At an unk date the devices were explanted and the pt underwent open surgical repair under hypothermic circulatory arrest with use of a 22-mm vascutek graft. The pt was discharged home.